Manufacturer narrative:
Testing and investigation found that the ground prong on the ac cord is charred/scorched. The ac cord was plugged into an ac outlet, the ac icon on the device turned on and the device turned on using ac. There was no sparks, burning, or smoke observed. The ac plug was removed and no smells associated with charring/scorching were observed. The electrical issues could not be duplicated and no probable cause could be determined.

Event description:
The event involved a customer allegation of a device with a scorched ground prong on the ac cord. There was no patient involvement and no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided. Follow-up 1: testing and investigation found that the ground prong on the ac cord is charred/scorched. The ac cord was plugged into an ac outlet, the ac icon on the device turned on and the device turned on using ac. There was no sparks, burning, or smoke observed. The ac plug was removed and no smells associated with charring/scorching were observed. The electrical issues could not be duplicated and no probable cause could be determined.

Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The event involved a customer allegation of a device with a scorched ground prong on the ac cord. There was no patient involvement and no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.